Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lararoscopic surgery (cholecystectomy). Event description: when removing the inzii bag a piece felt off of the at end of the 'introducer'. (This piece will be sent back together with the retrieval bag). Removed out of the belly the piece that felt off. Additional information received from company rep. Via email on 24jan25: I have no picture of the broken bag, but it was the piece at the end of the introducer that was broke and felt into the abdomen of the patient. I asked the responsible of the or to be sure this piece would be also in the box with the returned item. Intervention: removed out of the belly the piece that felt off patient status: patient is ok

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, without the specimen bag. Visual inspection confirmed the complainant¿s experience of component separation, as the clamp was returned detached from the specimen bag. Based on the condition of the returned unit and the description of the event, it is likely that the undersized bead rib caused the clamp to be more susceptible to detach from the bead when force was exerted during the removal of the specimen bag. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: lararoscopic surgery (cholecystectomy). Event description: when removing the inzii bag a piece felt off of the at end of the 'introducer'. (This piece will be sent back together with the retrieval bag). Removed out of the belly the piece that felt off. Additional information received from company rep. Via email on 24jan25: I have no picture of the broken bag, but it was the piece at the end of the introducer that was broke and felt into the abdomen of the patient. I asked the responsible of the or to be sure this piece would be also in the box with the returned item. Intervention: removed out of the belly the piece that felt off. Patient status: patient is ok.